Event description:
End user reported redness and itching beneath her tape border. She stated the skin is not broken or draining.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.